Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they looked at the dissection conical tip and it was not as clear as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they looked at the dissection conical tip and it was not as clear as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). The device was returned to the factory for evaluation on 05/04/2020. An investigation was conducted on 08/19/2020. A visual inspection was conducted. Signs of clinical use and slight blood was observed on the dissection tip. No scratches were observed on the dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The center of the image was observed to be distorted and there was a white dot to the right of the center of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they looked at the dissection conical tip and it was not as clear as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects.